Event description:
Allegedly the following occurred: "as the physician was passing the straight needle through the back of the knee, into the knee and then out the front at an angle, the needle must be bent and the tip pulled through by needle drivers. The tips of several of the needles broke off in the knee. Used additional suture and was prepared when the other tips broke off." X-ray to make sure tip not left in pt. No injury.

Manufacturer narrative:
During a routine review of our complaints, this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction and/ or adverse event did not occur, the complaint will be reported to the FDA.